Event description:
Event description guidant received information that when performing the shock lead integrity testing for this implantable cardioverter defibrillator (ICD), the device exhibited measurements of < 20 ohms and > 125 ohms. When the can was manipulated, the device measured 67, 83 and 38 ohms. ,